Event description:
This lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2012 because patient felt pacing on this rv lead. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).